Manufacturer narrative:
Only the connector legs were returned for analysis: is-1 connector leg measured 5.8cm, superior vena cava connector leg measured 5.7cm, and the right ventricular connector leg measured 5.8cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Related manufacturer report number: 2017865-2021-06055, related manufacturer report number: 2017865-2021-06056, related manufacturer report number: 2017865-2021-06058. It was reported the patient expired on (B)(6) 2020. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was chronic systolic congestive heart failure. No additional information was reported.